Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the system fault 65 was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65) indicating the program data was corrupted. There was no patient injury reported as a result of this incident.